Manufacturer narrative:
Filled in known lot numbers. Conclusion code 4310: dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens. Dimensional/functional inspection found lens to be within specification. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1 mm, vicm5_12.1, -5.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens. This exchange resolved the problem.